Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a product performance anomaly. This crtd has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Manufacturer narrative:
This report is being submitted to provide additional information on description of the event and coding. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to a product performance anomaly. This crtd has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received indicating that the reason for explanting and replacing this crtd was due to noise present in the right ventricular (rv) lead channel. No additional adverse patient effects were reported. This device has not been returned.